Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the radiofrequency head failed an incoming functional test, and that the head label was delaminated. The head cable and label were replaced and the head passed final functional and systems tests. (B)(4).

Event description:
The radiofrequency (rf) head, which was returned as an associated device, tested out of specification during manufacturer's analysis. There was no patient involvement.